Manufacturer narrative:
A white substance was reported on several needles. To support the investigation, three samples and three photographs were submitted for evaluation by the quality team. One sample was received in an opened blister package, while the other two were in sealed blister packages. A visual inspection was conducted, revealing that the sample in the opened blister had an epoxy drip on the needle hub. The three photographs provided depicted one of the returned samples. No additional defects or imperfections were observed. This condition may occur if a jam occurs at the cannulator. A review of the device history record for material number 305196, lot 5029970, was completed. The review did not identify any quality issues during production that could have contributed to the reported condition, nor were there any related quality notifications. All processes and final inspections were performed in accordance with specification requirements. Verification of the cannulator confirmed that the settings were correct and product flow was normal. Based on the investigation and analysis of the returned sample, the customer¿s reported observation has been confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd needle 18x1-1/2 rb had excessive epoxy. The following information was provided by the initial reporter: material#: 305196batch#: 5029970. 1. Send a transport tube for shipping a sample to the following address: a white substance is found on some of the needles: our clinicians observed the presence of a white substance on some of the needles (photos attached). No patients were affected. The boxes from this batch have been removed from use and set aside by the intensive care team. Send a transport tube for shipping the sample to the following address.